Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2017 at about 11:00 am, she obtained an alleged inaccurate high reading on the subject meter but claimed she felt ¿low¿ with symptoms of ¿lips were numb, felt uncomfortable in her clothes and was tired.¿ the exact result obtained was not provided. The patient reported treating herself with a piece of fudge and 30 minutes later at about 11:30 am after having walked half a mile home, she obtained an alleged inaccurate high blood glucose reading of ¿370 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient is on insulin pump therapy. In response to the elevated result, the patient claimed she took the required amount of insulin prescribed by her doctor to lower her blood glucose to ¿110 mg/dl.¿ the patient claimed she then took a nap but when her husband was unable to wake her, the emergency medical services were contacted for assistance. The patient claimed she was treated with IV glucose by the ems and that her blood glucose was measured at ¿44 mg/dl¿ on the ems device. The patient was unable to confirm the exact time she was treated by the ems on (B)(6) 2017 but claimed they left at 3:30 pm. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the test strips associated with the complaint had expired. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after administering insulin based on an alleged inaccurate high result obtained with the subject meter.